Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 7.0x39mm omnilink elite stent delivery system failed. There was no reported patient effects. No additional information was provided. Analysis of the returned device noted that the stent was returned dislodged from the delivery system balloon.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.